Event description:
Doctor was pushing the down button to lower the operating room table. As the table was going down, it began to tilt to the left. The patient was securely strapped to the table and arm boards. The surgery proceeded without further incident. The table was brought to biomed and a worn valve and springs were found. The faulty parts were replaced by the vendor and the table was returned to the or.

Event description:
Doctor was pushing the down button to lower the operating room table. As the table was going down, it began to tilt to the left. The patient was securely strapped to the table and arm boards. The surgery proceeded without further incident. The table was brought to biomed and a worn valve and springs were found. The faulty parts were replaced by the vendor and the table was returned to the or.